Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 270 mg/dl, 140 mg/dl, 280 mg/dl, and 130 mg/dl, 87 mg/dl and 45 mg/dl the comparisons were performed on different dates. Customer reported low blood glucose symptoms during the second comparison. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.